Event description:
The asset video system center was returned to olympus for evaluation. No defect or malfunction was associated with the olympus asset. Upon inspection and testing, the video system center was found to have a no image defect, due to a printed circuit board failure. Also, foreign material was found on the video connector socket terminal. This report is being submitted to capture the no image defect and the foreign material found at the video connector socket. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation identified the video system center was found to have a no image defect, due to a printed circuit board failure. Also, foreign material was found on the video connector socket terminal. Additionally, the device displayed a b30 scope communication error. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a printed circuit board failure (ap board) and foreign material in the video connector. Additionally, it¿s likely the scope communication error (b30) and printed circuit board failure (ap board) were caused by foreign material in the video connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.